Event description:
This report summarizes 34 malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.reported events:34 events were reported for this quarter.product return status:34 devices were evaluated based on historical data analysis.additional information:34 devices were not labeled for single-use.34 devices were not reprocessed or reused.